Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that hermetic lumbar catheter (ins5010) was inserted into a patient for a transsphenoidal surgery. While removing the guidewire from the lumbar catheter, the physician described a "popping sound", and he noticed that the guidewire had begun to- separate and unravel. There was no report of patient injury or surgical delay.

Manufacturer narrative:
Additional information: 1. Was there any surgical delay on the procedure due to product problem? If yes, how long was the delay. 2-3 minutes to remove the guidewire. 2. What action taken after product problem occurred? (E.g., replacement) product that was implanted was used, no need for replacement. Investigation findings: hermetic lumbar catheter (ins5010) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. No unit or photo has been received for evaluation; therefore, the complaint is considered unconfirmed. The guidewire consists of two (2) wires. One of the wires is an inner straight wire and the other is a wire wound around the first one. A teflon® coating is applied to the exterior surface of the guide wire which facilitates wire insertion and removal from catheter. It is most likely that the cause of the broken wire was that the inner wire broke at its weakest point, just proximal to the distal weld. The break strength of the wire is 2.75 pounds. Therefore, if the end of the guidewire gets trapped on something (e.g., the tuohy needle if not previously removed or a vertebral bony process) and a force exceeding the break strength of the product is applied, it can cause this type of breakage. However, in order to explore the possibility of device malfunction, a scar was issued to the supplier since an increase in the number of complaints related to broken guidewires (in catalog ins5010) has been identified. The intention of the scar is to obtain an in-depth evaluation from the supplier to identify and address any actions, if required, that will avoid or reduce recurrence of the reported condition. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.